Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with complication') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "devic ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced menorrhagia ("inmenorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection,"), vaginal discharge ("vaginal discharge ") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device, menorrhagia, psychological trauma, vaginal infection, vaginal discharge, alopecia and hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, hormone level abnormal, menorrhagia, pregnancy with contraceptive device, psychological trauma, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: essure insertion date provided in pfs (B)(6) 2015. Discrepancy noted in insertion date (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received new event pregnancy with complication was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with complication') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "devic ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced menorrhagia ("inmenorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection,"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device, menorrhagia, psychological trauma, vaginal infection, vaginal discharge, alopecia and hormone level abnormal outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, hormone level abnormal, menorrhagia, pregnancy with contraceptive device, psychological trauma, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: essure insertion date provided in pfs (B)(6) 2015. Discrepancy noted in insertion date- (B)(6) 2016 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with complication') in an adult female patient who had essure (batch no. A73752) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced menorrhagia ("in menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("bladder/urinary problems: vaginal infection,"), alopecia ("hair loss") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device, menorrhagia, vaginal discharge, vaginal infection, alopecia, hormone level abnormal and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, hormone level abnormal, menorrhagia, pregnancy with contraceptive device, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure insertion date provided in pfs (B)(6) 2015. Discrepancy noted in insertion date- (B)(6) 2016. Insertion details: 3 coils visible on right and 2 coils visible on left, no complications. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with complication') in an adult female patient who had essure (batch no. A73752) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "devic ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced menorrhagia ("inmenorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("bladder/urinary problems: vaginal infection,"), alopecia ("hair loss") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device, menorrhagia, vaginal discharge, vaginal infection, alopecia, hormone level abnormal and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, hormone level abnormal, menorrhagia, pregnancy with contraceptive device, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure insertion date provided in pfs (B)(6) 2015. Discrepancy noted in insertion date- (B)(6) 2016. Insertion details: 3 coils visible on right and 2 coils visible on left, no complications. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: medical records received. Reporter information, lot number, expiration date added. Date of insertion, essure model number updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.